Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast swelling and pain.

Event description:
Patient reported left side ¿severe swelling, very hot and very painful to touch" and "potentially got bia-alcl." Pathological markers were not reported, as patient has not undergone any diagnostic testing at this time. Patient is "concerned for health" and "mental wellbeing." The device remains implanted. Patient has history of thyroidectomy and takes thyroxine concomitantly.